Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is inoperable as he has not charged his system in several months. An sjm representative met with the patient for system diagnostics at which time it was confirmed communication could not be established between the ipg and external devices. Surgical intervention may take place at a later date to address the issue.

Event description:
Follow-up identified the ipg was explanted and replaced with a new model on 04 december 2017.